Event description:
A home patient contact baxter's technical service center requesting to reprime the pt line during initial drain. Baxter's technical service rep instructed the home pt to technical service representative instructed the home pt to discard supplies and start over with a new set-up. No pt injury or medical intervention was indicated at the time of the initial report.